Event description:
It was reported that the electrode would not stop and was smoking at the vaporizing tip. Patient impact: no adverse events.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.